Manufacturer narrative:
The patient reported that he not experienced any further dizziness since the last revision to replace the leads. The pacemaker remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker experienced some slight dizziness and loss of balance. During periodic follow ups with the patient's cardiologist, there were episodes recorded due to potential electromagnetic interference (emi) being oversensed. These episodes coincided with when the patient was using power tools. During a patient follow up on in (B)(6) 2017, the pacemaker was reprogrammed to prevent further oversensing from occurring. Shortly after the appointment, the patient continued to experience dizziness and saw the physician again. Testing was performed and noise was observed on the non-boston scientific right atrial (ra) lead during specific patient movements; however, it did not result in any noted pacing inhibition. It was suspected that there could be an issue with the ra lead or the non-boston scientific right ventricular (rv) lead. As a result, a revision was performed and both leads were explanted and successfully replaced. No additional adverse patient effects were reported.